Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from the (B)(6) of peritonitis without septicemia in a subject coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient was switched temporarily to hemodialysis. On (B)(6) 2009, the subject was hospitalized for peritonitis without septicemia. On (B)(6) 2009, the subject was treated with intraperitoneal vancomycin and gentamicin and began treatment with oral levofloxacin. On (B)(6) 2009, the subject was discharged from the hospital. On (B)(6) 2009, treatment with oral levofloxacin was discontinued. The patient recovered from this peritonitis event on (B)(6) 2009.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.